Event description:
It was reported the day following a system upgrade that the patient's chronic right atrial (ra) lead showed no capture and undersensing. At time of system upgrade, the patient's device had been programmed for ventricular pacing only and atrial sensitivity programmed to a reduced sensitivity setting. Tests run at the time of system upgrade were as expected for the ra lead. The subsequent day the ra lead was working properly and fine atrial fibrillation (af) was suspected of contributing to difficulties seen the day after system upgrade. Patient had another procedure less than one week later where it was noticed that the ra lead had dislodged. Interrogation of patient's device indicated high atrial pacing threshold one day before lead dislodgement was noticed. The ra lead was explanted and replaced that same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a breach of the outer insulation between the 1st rib and clavicle. The helix was bent. (B)(4).